Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had trouble staying primed. Customer's blood glucose value was unknown. Customer got alerts that say insulin pump was not primed and customer had to prime it again, customer did not think insulin pump was working as it had in the past. Customer also stated insulin pump had diminished battery life. The device will not be returned for analysis.